Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to high capture threshold.

Manufacturer narrative:
Analysis was normal. No anomaly was found.